Event description:
It was reported a patient enrolled in a clinical study underwent a left total knee arthroplasty on an unknown date. Subsequently, the patient was revised on (B)(6) 2012 due to aseptic loosening of components. Patient further reported experiencing femoral pain on (B)(6) 2012. There has been no reported revision procedure to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch: current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: ¿loosening, of the implants can occur due to loss of fixation, non-union, bone resorption¿ and ¿muscle and fibrous tissue laxity or excessive activity can also contribute to these conditions¿ and ¿interoperative and/or postoperative pain.¿

Event description:
It was reported a patient enrolled in a clinical study underwent an initial left total knee arthroplasty in 2007. Subsequently, the patient was revised on (B)(6) 2012 due to aseptic loosening of tibial component. Patient further reported experiencing femoral pain on (B)(6) 2012 and during post-operative monitoring and testing on (B)(6) 2014, femoral pain was noted due to device loosening. There has been no additional revision procedure reported to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Pt age: - dob: 1937. Initial reporter phone: (B)(6). The following sections could not be completed with the limited information provided: brand name - unknown. Catalog number, lot number, expiration date - unknown. Date implanted - unknown. PMA/510(k) number - unknown. Manufacture date - unknown.